Event description:
The customer reported that insulin from the reservoir leaked and the customer experienced high blood glucose. Attempted to contact the customer several times with no results. Then days later the mother called and stated that the customer had used two boxes of the recall infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.